Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, package was opened and the head trials were found to have the incorrect length mark on them.